Event description:
Customer reported that a pump alarm 29 occurred while pumping. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm recurred. A replacement pump was arranged by technical support, and the customer was instructed to use an alternative method, mdi, to ensure continuous insulin delivery. The customer was also guided on how to put the defective pump into storage mode and to return it using a prepaid label within 10 days, which the customer understood and acknowledged.